Manufacturer narrative:
Pump received with a constant vibration and battery failed alarm. Unable to verify the pump error 23 alarm and unable to download to thump and perform the displacement test and self test due to constant vibration and battery failed alarm. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Swapping out test boards confirms constant vibration and battery failed alarm is isolated to pcba 2. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case. Unable to verify the pump error 23 alarm and unable to download to thump due to constant vibration and battery failed alarm. Pump received with a constant vibration, battery failed alarm and pump unable to download, problem isolated to the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported receiving pump error 23. Troubleshooting was performed and the customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours and error wasn't immediately after battery change. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.